Event description:
Nellcor puritan bennett received a report that after the hospital engineer had replaced the main pcb and connected the ac cable to mains power, smoke came from the unit, and the battery cable and plug of the unit were burnt. No patient or injury was involved.

Manufacturer narrative:
The unit has been returned for investigation, a supplemental report will be provided.